Manufacturer narrative:
No product is expected to be returned. The 510(k)# is k082590.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because patient reported when insulin pump is off meter gives message of pump off and will not let him check blood glucose. The issue was not resolved with troubleshooting.